Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received in good visual condition and without a reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device was tested for functionality in the articulated position and formed all the staples as intended. The firing cycle was completed and the knife returned as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a gastric bypass procedure, when the surgeon used the device with the fourth reload then at the fourth firing, he fired the device and at the fourth stroke, the device blocked: the blade did not return at its initial position. The staple line could be performed correctly. Another like device was used to complete the procedure. For this procedure, five gold reloads and two white reloads were used. The device (but without its reload) will be returned for analysis. There were no adverse consequences for the patient.